Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related MFR number: 1627487-2019-04214. Related MFR number: 1627487-2019-04215. It was reported the patient is experiencing ineffective stimulation. Surgical intervention may take place at a later date.

Event description:
It was reported that the patient underwent a system explant on (B)(6) 2019 due to the issue of ineffective stimulation. Related MFR number: 1627487-2019-04214, related MFR number: 1627487-2019-04215.